Event description:
"Fast flow. Infusion complete 34 hours earlier than expected". Device contained 256 ml of 5fu 4350mg and ns. Per reporter "the infusor was connected to the pt and infused over just 12 hours maximum instead of 46 hours. The pt went to bed and when they woke-up all of the drug had gone through. On return to the clinic the infusor was disconnected and another replaced. After 12 hours the same thing happened. The infusor was removed and the pt was given a walkmed pump to guarantee a corrective delivery of drug was given after so many mishaps". Reporter further indicates that the device was connected to a 4fr single perpherally inserted catheter (manufactured by bard) located on the arm, flow restrictor was taped to the pt's skin, "device was placed at below breast level, "no direct or indirect heat was applied at all to any point of the infusor; there was no increase in the pt's temperature. No injury to the pt and "no additional medical intervention was required".